Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Left shroud. Additional information requested and received: at what firing did the issue occur? The issue occurred during lung resection with the stapler. Was buttressing material being used? Buttressing material was not used did the device not cut at all? Yes the device did not cut and staple at all. Was the staple line complete? No. Was the cutline and staple line equal in length? As the stapler could not be fired so there were no cut line and staple line formed. How was the procedure completed? The procedure was completed with the help of another device. The analysis results found that an ec60 device was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention boss's were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can de restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. The damage to the shroud¿s shaft retention bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. While no conclusion could be reached on how the shroud retention boss's became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, while firing the stapler, the blade did not move forward and the firing could not be completed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.